Manufacturer narrative:
Updated field: b4, e1 (event site telephone), (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the device had automatic inflation failure, maintenance mode test, valve group and safety disk data abnormality. The fse replaced the manifold drive (d104-00-0018) and safety disk assembly (d997-00-0985-15) to resolve the issue. All functional and safety checks have been performed, and the parameter indicators meet the factory requirements. The fault was repaired and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during regular inspections cs100 intra-aortic balloon pump (iabp) when connecting the test balloon for testing, an automatic inflation failure was reported when starting inflation. No patient was involved.